Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a guidezilla ii guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a partial separation at the collar with the collar area appearing as a ¿kink¿ with parts of the shaft lifting away from the collar, and damage to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device started to fray at the collar. A guidezilla¿ ii guide extension catheter was selected for a coronary intervention of the right coronary artery. During removal of this device from the patient it was noticed that where the wire meets the guide extension there was a kink and the device started to fray. The procedure was continued with other non bsc devices. The procedure was not completed due to the physician could not reach the lesion. There were no patient complications reported and the patient¿s condition was fine posy procedure.